Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecifed sensor error message was reported with the abbott diabetes care (adc) device were the device initiated "self-diagnosis" mode, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia. The customer was provided treatment of orange juice and jelly babies by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.